Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one sprinter legend ptca balloon catheter to treat a lesion. The device was inspected with no issues noted. The lesion was predilated. Resistance was not encountered and excessive force was not used. It was reported that when the device was used the device cracked at the end of the hub. No patient injury was reported.